Manufacturer narrative:
It was noted that the device is not available for evaluation. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A triathlon that was initially implanted, was revised on (B)(6) 2019. It had been implanted on (B)(6) 2017. The reason for revision was the patient had a fall and the doctor was concerned about the stability of the medical collateral ligament and wanted to put a thicker polyethylene liner in to increase stability of the construct. This was done on (B)(6) "219". A size 3 cr 11mm insert was removed and a size 3 cr 19mm insert was implanted. The 11mm insert that was removed appeared have some yellowing in the medial concavity. The doctor was concerned that this looked like an oxidation mark.